Event description:
It was reported that the iab became stuck in the sheath during insertion. It was removed and a different sheath placed. Another iab catheter was then inserted and there were no pt complications.